Event description:
On 12/7/2000, the following info was reported to acuson corp. In 2000 a pt was undergoing a interventional procedure using an acuson ultrasound device the ev8c4 endovaginal transducer and an ev8c4 needle guide. The physician performing the interventional study decided to attempt to drain a rectal abcess by inserting a "size 4" bili ring catheter into the abcess through the ev8c4 needle guide. Upon attempting to remove the catheter the tip of the catheter was sheared off by the needle guide. The ev8c4 needle guide has a sharp edge that is thought to have sheared off the tip of the catheter. This event occurred twice and after the second occurance the catheter tip had to be removed by sigmoidoscopy.